Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved powering up the pump and showed the device alarmed with error code 104 on power up. The investigation determined that the downstream occlusion sensor being shattered was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump displayed "no delivery, fill tubing" and "check tubing on the side for blockage" error messages. No adverse effects were reported.